Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to their right ventricular (rv) lead having t-wave oversensing (twos) post ventricular sensing. Follow up was conducted to no avail. The lead is still in use. No further patient complications have been reported as a result of this event.